Event description:
The event involved a plum 360¿ infuser that was reported to be failing the customer's function test, approximately around the time frame of 12:00-1:30. When programmed to administer 2.1ml piggyback and complete at 2.0ml, the device was instead delivering 2.2ml. There was no patient involvement, no adverse event and no human harm. The pump was returned for investigation. Although the device passed the initial self test, it was confirmed that the device was over-delivering. A protocol was tested with a rate of 100, vtbi of 2.1 and the device delivered 2.2 ml of fluid into the graduated cylinder. A second protocol was tested with a rate of 200 and a vtbi of 2.1 and the device delivered 2.3 ml. A third protocol was tested with a rate of 200 vtbi of 10 in piggyback mode on both a and b lines per the technical service manual (tsm) volume accuracy performance verification test (pvt). The device delivered 21.1, thus failing the volume accuracy protocol. The mechanism was then recalibrated and the device passed calibration. After the mechanism was recalibrated, the volume accuracy test was performed again and the device delivered 20.8, which is acceptable per the tsm accuracy specifications. The probable cause for the inaccurate over delivery and the failed volume accuracy test was the mechanism being out of calibration.